Event description:
Customer alleged being unable to obtain a smbg value on the aviva system due to a battery error on the device. This error is within the device's specs. Indicating that the battery must be changed. Customer alleged that, while the device was unavailable, he experienced symptoms of low blood glucose and was taken to the hosp where he received IV glucose and was released later the same day.